Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide after an interventional procedure. Reportedly, a cuff miss occurred and another proglide was used with the same results. A third proglide was successfully deployed and hemostasis was achieved. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in determining a more definitive determination for the reported cuff miss. A cuff miss can be influenced by, but is not limited to, manufacturing, user technique and/or anatomical conditions. During manufacturing, all devices undergo visual and functional testing. A cuff miss can be caused by tissue being too thick and certain anatomical conditions. The failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, changing the angle, rotating or rocking the device, or not depressing the plunger to contact the body may also cause or contribute to a cuff miss. Based on the reported information and the inspection criteria, a definitive cause for the reported cuff miss could not be determined. A review of the device lot history record and a query of the complaint handling database could not be performed as the lot number was not reported and the device was not available for analysis.